Event description:
Co received a report from co's affiliate that during a cardiac procedure, the needle detached from the suture as it passed through the tissue. There were no adverse pt consequences related to this product event.